Manufacturer narrative:
Corrected data: h6 (additional coding). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure and prior to the implant of this 26 millimeter (mm) transcatheter bioprosthetic aortic valve, a pre dilatation of the native aortic valve was performed. The  transcatheter valve was implanted. Post dilatation of the medtronic valve was performed with a non-complaint 22 mm balloon. Approximately 8 years and 2 months following the transcatheter valve implant a echocardiogram (tte) was performed and structural valve deterioration was identified. This was specific to a new occurrence or an increase of =2 grades of intra-prosthetic aortic regurgitation (ar) which resulted in =severe ar. An magnetic resonance imaging (MRI) was performed 11 days later. Patient symptoms were not reported. Six days later a valve revision was performed. Provisional coronary protection of the left coronary artery (lca) and right coronary artery (rca) were utilized with an undeployed stent in the lca and rca. During the implant procedure the simultaneous invasive peak and mean aortic pressure gradients measure 11 and 22, respectively. The left ventricular end diastolic pressure (lvedp) measured 8. The blood pressure reported was 108/25 mmhg. Chimney stenting of both the lca and rca with report of bailout was reported. A non-medtronic 23 mm transcatheter valve was successfully implanted with the outflow depth to node 3. As reported, correct positioning and proper anatomical location were achieved. The final aortogram identified mild residual aortic regurgitation of the non-medtronic valve. Treatment was not reported.